Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The device was manufactured in august 2021. Since the device was discarded and not returned, we are not able to determine the exact manufactured date; therefore, august 1, 2021 was used.

Event description:
A biomedical engineer at the user facility reported that two single-use repositionable clips (subject device) would not release when "fired". The customer reported that the issue was not due to manipulation. The issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. The subject devices were discarded by the user facility; however, photos of the clips were provided. Additional details have been requested regarding the reported events. At this time, no additional information has been provided. This report is being submitted for the issue with the second clip, under patient identifier (B)(6). The issue with the first clip was submitted on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was discarded, the definitive root cause of the clip failure could not be determined and the complaint could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record was performed for the associated lot and found no deviations that could have caused or contributed to the reported issue. It is possible that the cause of the clip opening failure was that the retracted clip arms were unable to open during insertion into the endoscope by being locked by the clip pipe, or the clip arm protruded from the tube sheathe, which caused the clip arm to stay closed when the slider was pressed. Olympus will continue to monitor field performance for this device.